Manufacturer narrative:
Product analysis: the valve remains in the patient, therefore no product analysis can be performed. Conclusion: a device history review is not required as the event description does not indicate a potential manufacturing issue. Potential factors that can influence a pop-out/dislodge include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and compliance of the native anatomy, user technique and a number of others. No images from the procedure w ere received for review; given the limited information, the root cause of the dislodgement event cannot be determined. In this case, it was noted that the valve was deployed deep due to patient anatomy. This indicates that the likely cause of the valve dislodgement was deep implant due to patient anatomy. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed deep due to patient anatomy, and subsequently dislodged. A new delivery catheter system (dcs) was used to implant a second valve. No additional adverse patient effects were reported.